Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) visited onsite and confirmed the reported problem. Upon further investigation, the fse identified that a defective host pc was the cause of the reported issue, as the host pc did not start at first attempt and had to be restarted at least once to boot properly. The fse replaced the host pc, which resolved the issue. After that, the system was returned in good working condition and was ready for clinical use. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.